Event description:
During the surgical procedure, the endo gia universal roticulator would not complete the line of staples. A second device was used without incident. It is unknown if the second device was the same or different lot number.what was the original intended procedure?laparoscopic low anterior resection with coloproctostomy along with mobilization of the splenic flexure and colonoscopy.device #1is this a laboratory device or laboratory test?no.